Event description:
The customer reported the table's tower would not lock into place. No reports of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The mechanical latch was stiff and replaced. Also the monitor failed to display an image. Therefore, this was replaced. The system was then found to be working as intended.